Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, stated the surgeon decided to convert the procedure to a traditional laparoscopic surgery due to the system throwing repeated fault message. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. No additional ports were placed as a result of the procedure being converted to laparoscopic. The procedure was nearing completion at the time of the event. Despite the isi technical support's recommendations, the customer chose to proceed with the procedure using a laparoscopic approach. There was no injury to the patient. The operation was prolonged by less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse did replace endoscope controller (ec) and the video processor (vp). The system was tested and verified as ready for use. The ec and the vp involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.